Manufacturer narrative:
The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. The device has yet to be returned to the manufacturer for evaluation. This issue has been identified under the fsn 2023-cc-src-039. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.